Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.5/1.0/014 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. The patient experienced low vault without rotation. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4)